Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 13807049/13892876, model/catalog description: linear 3-4 lead 50 cm. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was not working. The patient underwent an explant. No further information could be obtained.